Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-15596. It was reported the patient presented in the hospital. Upon interrogation, it was observed the patient's right ventricular and right atrial had a high pacing impedance. The leads were explanted, where it was observed both leads had insulation erosion. Both leads were replaced on same day on (B)(6) 2021. The patient was in stable condition.